Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the patient felt that they could not void their bladder all the way. Patient felt stimulation at the time of the report. It was mentioned that they had urinary incontinence as well as leaking. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.